Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. During an interventional endovascular procedure for carotid stent placement, during post-dilation of the precise 10x40 mm stent with an unknown 4.95 mm balloon catheter at 14 atm, the patient experienced bradycardia and hypotension. Atropine sulfate and etilefrine hydrochloride was administered. An angioguard 5 mm embolic protection device was in place at the time of the event. There were no reported problems with either the precise stent or the angioguard embolic protection device. The patient's pulse and blood pressure was reported to have returned to normal the day of the procedure. The patient was reported to have no neurological symptoms upon leaving the angiography suite. No debris/thrombus was noted in the angioguard's basket after removal from the patient. There was no reported patient injury. The patient was discharged eight days after the procedure with no neurological symptoms. The physician indicated that the adverse event was caused by either the precise stent or the balloon catheter, however he was unsure regarding drawing a conclusion of a casual relationship with the stent.

Manufacturer narrative:
The procedure was elective. The indication for the procedure was a symptomatic stroke with more than an 80% stenosis. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 83% stenosis, mild calcification, not tortuous, 1.4mm vessel diameter, and 20.4 mm length. The lesion was re-dilated with an unknown 3.0mm balloon catheter at 6 atm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13420045 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13420045. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2009-00141.

Event description:
During the procedure when the physician deployed the stent in the superficial femoral artery, but the stent was little bit jumped so it could not cover the lesion. The stent was fully expanded with good wall apposition. The lesion was post dilated after stent implantation with a 6 x 4 powerflex p3 balloon at 10atms for a final stenosis of 90%. The procedure was completed with another same like product. The additional stent was overlapped 16mm proximally to the first stent. This stent also fully expanded with good wall apposition. Thrombus was not noted post deployment. The product was stored, handled, inspected and prepped according to the IFU.

Manufacturer narrative:
This post market study patient underwent carotid artery stenting with a precise stent and angioguard embolic protection device and experienced bradycardia and hypotension during post dilation of the stent with an unknown balloon. The patient remained neurologically intact and responded to medical treatment. Additional information reported 90% instent restenosis ten months post index procedure which was treated with pta percutaneous transluminal angioplasty. The patient¿s medical history included hyperlipidemia, previous cerebral infarction, previous stomach ulcer, and hypertension. At index procedure, the target lesion was right internal carotid artery described as mildly calcified, non-tortuous and 83% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. During post-dilation of the precise 10 x 40 mm stent with an unknown 4.95 mm balloon catheter at 14 atm, the patient experienced bradycardia and hypotension. An angioguard 5 mm embolic protection device was in place at the time of the event. Atropine sulfate and etilefrine hydrochloride was administered to the patient, and his blood pressure/pulse returned to normal on the day of the procedure. There were no neurological symptoms during the bradycardia and hypotension. The patient was reported to have no neurological symptoms upon leaving the angiography suite. No debris/thrombus was noted in the angioguard basket after removal from the patient. There was no reported patient injury. The patient was discharged eight days after the procedure with no neurological symptoms. The physician indicated that the adverse event was caused by either the precise stent or the balloon catheter; however, he was unsure regarding drawing a conclusion of a casual relationship with the stent. Additional information received from the affiliate indicated that approximately ten (10) months after the index procedure, the patient was reported to have had a 90% restenosis of the previously implanted precise 10 x 40 stent. It was not known if the patient was symptomatic. The patient was reported to have been compliant with the post-index procedure medical regimen. The restenosis was treated by percutaneous transluminal angioplasty (pta) using a boston scientific cutting balloon catheter. The patient was reported to have recovered. The physician stated that the event likely occurred due to intima proliferation. No additional information was available. (B) (4): the product was not returned for inspection. Manufacturing records for lot 13420045 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24057 and stent lot numbers 116704, 116705, 116703; and the results indicate that the stent shipped meets specified release requirements. Bradycardia and hypotension are well known potential adverse events associated with the carotid stent implantation procedure. These symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest, there were any manufacturing issues that contributed to the reported event. Review of the information suggests that vessel, lesion and procedural factors may have contributed to the reported events. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such intimal proliferation and progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Patient and procedural factors and lesion characteristics may have influenced this event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint; therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2009-00902 and # 1016427-2009-00141.

Manufacturer narrative:
Additional information received from the affiliate indicated that approximately ten (10) months after the index procedure, the patient was reported to have had a 90% restenosis of the previously implanted precise 10 x 40 stent. It was not known if the patient was symptomatic. The patient was reported to have been compliant with the post-index procedure medical regimen. The restenosis was treated by percutaneous transluminal angioplasty (pta) using a boston scientific cutting balloon catheter. The patient was reported to have recovered. The physician stated that the event likely occurred due to intima proliferation. No additional information was available. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2009-00902 and # 1016427-2009-00141.

Event description:
Heartstring failed to deploy x2. They are supposed to occlude the aortic punch during the proximal coronary anastomosis. Physician set both of them up. When the third device was opened it finally worked. The first two devices were from the same lot number.